Event description:
Related manufacturer reference number: 2017865-2022-12388. It was reported that the patient presented for follow-up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The suspected cause of the episodes was attributed to either myopotential, or far-p over-sensing exhibited by the right ventricular lead. Programming changes were discussed; however, no interventions were reported. The patient was in stable condition.

Event description:
New information received notes that programming interventions were made. However, oversensing was still present. The patient was stable.

Manufacturer narrative:
Correction: h6 - investigation conclusions.